Event description:
The patient underwent a surgical procedure to treat stress urinary incontinence and vaginal vault prolapse on (B)(6), 2010 and a sling mesh and the elevate anterior and apical system with intepro lite were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries, including a surgical extraction of the exposed portion of the elevate system mesh on (B)(6), 2010, and that she continues to experience persistent pain and infections from the eroded mesh. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent local excision/destruction of vulva and perineum on (B)(6) 2010 due to non-inflammatory disorder of vulva and perineum.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.